Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact on the customer's blood glucose level. The customer continued using the current pump, and technical support arranged for a replacement pump. The customer was guided on returning the pump with a pre-paid label.